Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a conclusive cause for the unintended clip movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opening while locked. It was reported that the mitraclip procedure was to treat mixed mitral regurgitation with an mr grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After clip deployment, it was noted that the clip opened more than 5 degrees and mr increased to 3+. A second clip was implanted due to the issue with the first implanted clip. Mr was reduced to 2. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.